Event description:
A review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4), the belt failed a fall-off test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: service investigation of e-belt sn (B)(4) has been completed. Upon service investigation the electrode belt failed a fall-off test. Upon investigation the distribution node pca was not sending voltages out to the ecgs. The cause was likely related to u725 and u723. The root cause of the defective dn pca components was unable to be positively identified. No adverse event resulted from the defective components on the dn pca. The last patient to use this device did not report any deficiencies.